Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture break during knot advancement with the knot pusher was not confirmed. The device was returned with the anterior cuff disengaged from the anterior needle tip; which would result in a suture retrieval issue, preventing knot advancement. Two anterior cuff tabs had detached and were not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, when advancing the knot to the arteriotomy with the knot pusher the suture broke. Hemostasis was achieved with a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.